Event description:
It was reported that during surgery the black plastic head broke.no injuries or delays reported. No more information shown.

Manufacturer narrative:
A visual inspection of the returned device confirmed the stated failure mode. A section of the plastic tip fractured off of the device and was not returned. The area around the fractured section was deformed from repeated impacts. The device was manufactured in 2014 and exhibits signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.